Event description:
Svc of summons and complaint was manufacturer's first notice of this event. Plaintiff's counsel claims in the complaint that the pt suffered a personal injury following the application of cryotherapy (iceman) for the treatment of an underlying left shoulder injury. There is no info in the complaint about the personal injury or the temperature at which the device was set. The company has been unable to confirm the MFR of or inspect the device. Because the matter is in litigation, it has been turned over to outside counsel for further investigation.